Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light. The key failure is leaks at the product tank, repaired by tightening tie wraps. No new parts listed.